Manufacturer narrative:
Unit is currently under eval at the co's repair ctr.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.